Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited oversensing of noise via merlin.net transmission. Programming changes were made. There were no alerts received since then. The patient was stable before, during and after the event.